Manufacturer narrative:
The field service engineer found the ultrasonic mixers were dirty and were cleaned. He replaced the gear pump and performed decontamination. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 72471801 with an expiration date of 31-jan-2024. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine (crep gen.2) results from the cobas 8000 cobas c 701 module. Patient 1 initial result was 1.55 mg/dl. The repeat result on a cobas c502 analyzer was 1.0 mg/dl. Patient 2 initial result was 1.63 mg/dl. The repeat result on a cobas c502 analyzer was 1.1 mg/dl.